Manufacturer narrative:
(B)(4).

Event description:
It was reported that the irc5po2v concentrator is shutting down after 5 minutes and the o2 sensor comes on. Unit has 263727 hours on it. And per independent repair center the unit also had a red light alarm from the power switch short circuiting and pe valve not switching.

Event description:
It was reported that the (B)(4) concentrator is shutting down after 5 minutes and the o2 sensor comes on. Unit has 263727 hours on it.